Manufacturer narrative:
Submit date: 2/27/2018. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the sponges are not closed properly at the top; there is fraying and loose threads.

Manufacturer narrative:
There were no samples received with this complaint therefore an examination of the reported condition could not be made. A device h istory record (DHR) review was completed for lot# 17j250062. There were no manufacturing related issues related to the complaint issued for this lot. Since this complaint will be considered unconfirmed no corrective or preventive actions will be taken at this ti me. If additional information or samples are received, the investigation will resume as needed. This complaint will be used for trending purposes. The probable cause for the reported condition may have occurred during the manufacturing process if the material was not completely tucked in beneath the rubber band that holds the sponge together. Established trends are escalated at the monthly corrective action and preventative action (CAPA) review boards, which reviews trends and determines if a formal CAPA should be opened to provide a formal investigation for this event. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submission date: (B)(6) 2018. An investigation was performed for the reported customer complaint: ¿the customer reported that the sponges are not closed properly at the top; there is fraying and loose threads.¿ a review of the device history records (DHR) for reported lot number 17j250062 indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. A lot cannot be released unless it passes all quality and conformance requirements. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. There were no manufacturing issues related to the complaint for this lot. One (1) bag containing samples were received. A visual evaluation was performed. Fraying and loose threads on some of the rondic round sponges were observed. This condition is caused when the gauze becomes loose from under a rubber band that holds the sponge together. Potential causes of this occurrence could be the result of the material not being completely tucked in beneath the rubber band or the material happened to get cut short before the bounding process. The reported customer complaint is confirmed. The root cause of this condition comes from the gauze coming loose from under a rubber band that holds the sponge together. No corrective or preventive action is planned at this time. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.